Event description:
The 2nd revision surgery - due to patient braking open wound and becoming infected. Surgeon washed wound out and replaced the poly.

Manufacturer narrative:
The reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred 38 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause of this complaint is the patient broke open a wound that contributed to the infection or inhibited the patient's immune system. There were no findings during this investigation that indicate that the reported device had a direct connection with the patient's infection. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.